Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) resulting in a hospitalization; bg value not provided. A correction bolus was delivered to address bg. At the time of the event, multiple occlusion alarms had been occurring. Reportedly, the customer had been using the pump supplies for 5 days. A system check was performed and air bubbles were observed to have caused some of the occlusion alarms. A supply change and an infusion set site change was performed to address the air bubbles and the occlusion alarms; however, the occlusion alarms continued. Additional supply changes were performed to resolve the occlusions. While hospitalized, the customer was treated via the pump by delivering correction boluses and setting a temporary basal rate. Multiple attempts were made to obtain the hospital release date; however, no additional information regarding this event was provided.